Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where the reporter stated that the trifuse filter found to have a very slow leak that unable to find crack. The event was during a2. Failure (i.e. While preparing for, in use, after use). There was no apparent harm, and it did not reach the patient or person. The patient was affected. There was unexpected or prolonged care and frequency of problem was multiple times. There was no invasive procedure. Thus, there was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. The returned sample was tested and passed product specifications. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.